Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migrated"), abortion spontaneous ("miscarriage/ pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("unintended pregnancy") in a (B)(6) year-old female patient who had essure (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2 (((B)(6) 2008 and (B)(6) 2011)). . Previously administered products included for prevent pregnancy: paragard. Concurrent conditions included endometriosis. Concomitant products included misoprostol (cytotec) for pregnancy as well as medroxyprogesterone acetate (depo provera) and paracetamol (tylenol) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti infection"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain"), depressed mood ("feeling sad"), anxiety ("anxious"), insomnia ("not being able to sleep"), feeling abnormal ("just generally feeling traumatized") and weight fluctuation ("weight gain/loss") and was found to have weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced kidney infection ("kidney infection"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), arthralgia ("hip pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with nausea, vomiting and fatigue. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, arthralgia, weight decreased, dysmenorrhoea, abdominal pain lower, back pain and abdominal pain had not resolved and the abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, kidney infection, depressed mood, anxiety, insomnia, feeling abnormal, migraine, headache and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, arthralgia, back pain, cystitis, depressed mood, device dislocation, dysmenorrhoea, feeling abnormal, headache, insomnia, kidney infection, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: in or about (B)(6) 2012, patient failed to menstruate. Patient currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure. Plaintiff had essure device still implanted, but had a tubal ligation after unexpected pregnancy while on essure. Trailing coils: left-2, right-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Hysterosalpingogram - on an unknown date: fallopian tubes are now occluded. Therefore, you will no longer need to utilize. Another form of birth control; on (B)(6) 2011: results: confirmed full occlusion of fallopian tubes; on (B)(6) 2012: fallopian tubes are now occluded. Pregnancy test - on an unknown date: positive. Ultrasound scan - on (B)(6) 2012: results: pregnancy confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.